Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The calibration data results were within specifications. The qc results were within -2 standard deviations and were within specifications. There is no indication of a performance issue with the reagent. The alarm trace had multiple abnormal aspiration and sample short alarms. These are indications of possible poor sample quality. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the cobas pro c 503 analytical unit is (B)(6). The field service engineer inspected the analyzer and did not find the cause of the event. He performed a system wash and cell blank and checked the reaction cell wash levels and sample/reagent probe adjustments. He verified the assay and analyzer¿s performance by successful precision and system checks. The investigation is ongoing.

Event description:
The initial reporter received a questionable a1c-3 tina-quant hemoglobin a1c gen.3 result from one patient sample tested on the cobas c 503 analytical unit. On (B)(6) 2024: the initial result of the initial patient sample from the analyzer was 9.1%. The doctor questioned the initial result as it was inconsistent with the patient's history and requested a recollection of the patient sample. On (B)(6) 2024: the result of a new patient sample from a second analyzer was 7.6%. This result was consistent with the patient's history. On (B)(6) 2024: the first repeat result of the initial patient sample from a third analyzer was 7.41%. On (B)(6) 2024: the second repeat result of the initial patient sample from a fourth analyzer was 7.66%. The third repeat result of the initial patient sample from the analyzer was 7.66%.